Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of knee component due to chronic laxity.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Laxity/loosening is a known potential issue. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, or manufacturing issues. This device is used for treatment not diagnosis.